Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on april 6, 2017, omsc confirmed that the coating on the outer surface of the jaw partially was worn and partially came off. The ptfe pad of the subject device was partially worn. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The short circuit error occurred when an operator output in seal mode with the grasping section closed. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The error was likely due to the causes below: the ptfe pad was partially worn when the user continued to activate seal & cut mode without contacting the tissue (including after the tissue was already cut). Since the ptfe pad was worn, the probe contacted with the non-insulated part of the grasping section. The short circuit error occurred when the user output the device in seal & cut mode with the probe contacting the non-insulated part of the grasping section. The instruction manual of the device has already warned as follows; warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an uncertain procedure, an error occurred. The jaw of the subject device was damaged. There was no patient injury reported. April 6, 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw partially came off.